Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c124e, product type: stent graft, product ID: etlw1620c124e , product type: stent graft, product ID: etlw1624c156e, product type: stent graft, and product ID: esbf3214c103e, product type: stent graft implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to establish telemetry with the remote monitor. The device remains in use. No patient complications have been reported as a result of this event.